Manufacturer narrative:
Pump received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Also received normal operating currents. No blank display during testing. No damage found on the c13/ lcd isolation tape noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 127 mg/dl. Customer reported that the insulin pump alarmed failed battery test. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.